Event description:
It was reported by the service and repair department that the ratchet would not hold while being used during a surgery. There was no report of patient harm or of a surgical delay. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history review was performed. No service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the ratchet would not hold. The repair technician reported the locking lever was worn, and the leaf spring was weak. Damaged component is the reason for repair. The cause of the issue is unknown. This item was repaired, passed final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.